Event description:
It was reported that during the procedure, a 5x40x80 armada 35 balloon dilatation catheter was advanced into a non-abbott 6-french introducer sheath and over a non-abbott guide wire, to a moderately calcified, 70% stenosed lesion in the distal femoral artery, without resistance felt. Using a non-abbott inflation device, the lesion was successfully dilated via one inflation to an unspecified pressure, held for 30 seconds. However, several attempts were made deflate the balloon before the balloon was able to completely deflate. After complete deflation, the armada was withdrawn from the anatomy, however, resistance was felt between the armada and the introducer sheath during the withdrawal. Dilatation was considered completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: .035 terumo; cook .035 apmplatz, inflation: boston scientific, sheath: cordis 6-fr introducer sheath. (B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deflating the device were able to be confirmed. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of 0.1%. Abbott vascular has implemented corrective actions to ensure ongoing product performance. It should be noted the warnings/precautions section of the armada 35/armada 35 ll percutaneous transluminal angioplasty catheter instructions for use states: do not advance the armada 35/armada 35 ll pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken.